Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The agent dcb was advanced over a non-boston scientific guidewire. There was resistance to the guidewire lumen from the point of insertion. The catheter became stuck with the guidewire and both devices had to be removed together. The procedure was completed with a different device. There were no patient complications.

Manufacturer narrative:
The returned product consisted of the agent balloon catheter. Visual and microscopic analysis of the device showed the inner wire lumen was bunched 19.6cm from the port exchange. When technical analysis was performed, a test guidewire could not be loaded or tracked through the device due to the bunching of the inner wire lumen. It is noted that all devices would have been fitted with a product mandrel (0.015inch) during the manufacturing process which extends out of both the guidewire port and the bumper tip, which is removed during preparation for the procedure. This mandrel is placed into the inner/wire lumen to protect the patency of lumen. The mandrel is larger than the recommended size guidewire. Therefore, if any issues existed with the inner/wire lumen during manufacture, it would have been detected during the insertion of the mandrel. This investigation is assigned a most probable investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The agent dcb was advanced over a non-boston scientific guidewire. There was resistance to the guidewire lumen from the point of insertion. The catheter became stuck with the guidewire and both devices had to be removed together. The procedure was completed with a different device. There were no patient complications.